Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was around 700 mg/dl at the time of admission. It was also found the customer's blood glucose rose to 1000 mg/dl during the event. The cause of the customer's hospitalization was from diabetic ketoacidosis. The nurse reported the insulin pump was removed from the customer's body at the time of admission. Troubleshooting did not occur at the time of the call. The insulin pump will not be returned for analysis.